Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a lead revision. The left ventricular lead exhibited high impedance and loss of capture. During the procedure, it was concluded that a lead revision was not needed as the high impedance and loss of capture were resolved once the device was reprogrammed. The patient was fine post procedure.